Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
Caller reported the meter is not properly tracking active insulin and does not offer a correction bolus when blood sugar is above the target range. Caller reported the meter data shows incorrect bolus advice, incorrect bolus amount delivered and incorrect active insulin over several days, and data memory shows insulin delivered that was not programmed. No adverse event reported. Requested return of the alleged meter for evaluation.